Event description:
The haptic of the lens was found bent after insertion into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.